Event description:
New information notes that prior to explant, supraventricular tachycardia was misdiagnosed as ventricular tachycardia and inappropriate high voltage therapy was delivered. Programming changes were made at that time.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The field reported noise anomaly was confirmed by reviewing of the stored egms on both the a and v channels. Ate testing was performed and the device was found to be normal. No device anomaly was found. The cause of the noise anomaly remained undetermined.

Event description:
It was reported that patient presented to ER after experiencing shock. Noise on rv lead contributed to inappropriate vf detection and resulting therapy. Device was explanted and replaced.